Event description:
It was reported that the biomedical engineer found the external pulse generator (epg) with a note that said "fix, error message displayed". Technical support (ts) stated that the error is most likely a specific error and discussed error and how it occurs. Ts explained how to test when that error occurs. The error could not be duplicated. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).